Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a malfunction alarm occurred during setup of the pump while plugging the pump into a power source. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.